Event description:
It was reported that the insulin pump alarmed no delivery when the customer was doing an infusion set change. Customer's blood glucose level was 24.0 mmol/l. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.